Event description:
During the initial implant of the patient, the surgeon interrogated the generator and performed system diagnostics on the system before the lead had been tunneled; the results were within normal limits. The surgeon then tunneled the lead and received a high impedance whose value was greater than 10 kohms. The surgeon took the lead out of the generator and tunneled position and attempted diagnostics again; the results were within normal limits. He then tunneled the leads gently back through the patient, but received high impedance when testing was performed. A generator diagnostic test with a test resistor showed the generator to be properly functioning. A second lead was used and system diagnostics outside and inside the surgical pocket were within normal limits. The initial lead was sent back to the manufacturer, though analysis has not been completed to date. Attempts for further information have been unsuccessful to date.

Event description:
Product analysis was completed on the returned vns lead. The condition of the returned lead assembly is consistent with conditions that typically exist following an attempted implant procedure. No obvious anomalies were noted except for the set of setscrew marks found near the end of the connector pin indicating the lead had not been fully inserted into the cavity of the generator. The additional setscrew marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead assembly were performed with no discontinuities identified. No coil breaks were found. Overall length and resistance measurements of the complete returned lead were determined to be in compliance with those defined in the manufacturing specifications. Incomplete insertion of the connector pin may have been a potential cause for the observed high impedance condition during an attempted implant of this lead.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
Suspect medical device, corrected data: the incorrect product (vns lead) was reported on the initial MDR report. The correct product (vns generator) is provided. Operator of device, corrected data: the operator of the device is the health professional. Device manufacture date, corrected data: the manufacture date of the generator is provided.